Manufacturer narrative:
During device evaluation, the reported issue was confirmed: the device failed leak testing due to a cut on the connecting tube. In addition to the foreign material, examination found the following: the hand grip was discolored; the air/water cylinder was missing the colored indicator; the scope cylinder was missing the colored indicator; both directional knobs were discolored; the switch box was discolored; the forceps channel port was dented; switch button 1 was damaged; the electrical connector and ID cover were corroded due to water leakage; the image guide protector was scratched; the adhesive around the objective lens was worn; the adhesive around the light guide lens was cracked; and the connecting tube was deteriorating and the inner metal part was exposed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had air/water leakage. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water tube and air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over 10 years since the subject device was manufactured. Based on the results of the investigation, the foreign material possibly remained in the device because reprocessing could not be conducted properly. This is most likely because of leakage from the bending section cover. However, the root cause could not be determined. Occurrence of the events can be detected/prevented by handling the device according to the following IFU: detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.